Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there were multiple alerts observed for this device that cardiac resynchronization therapy (crt) pacing of less than 90 percent. The presenting electrogram (egm) revealed possible double far field oversensing. It was noted that this patient had not been seen in the clinic for approximately a year and canceled a few appointments. This patient has been in chronic atrial fibrillation (af). Technical services (ts) discussed options for interrogating to check left ventricular (lv) thresholds. Ts offered to continue to review with this health care professional (hcp) to compare with previous lv morphology in which this hcp declined. The hcp is going to bring this patient in to check thresholds. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that there were multiple alerts observed for this device that cardiac resynchronization therapy (crt) pacing of less than 90 percent. The presenting electrogram (egm) revealed possible double far field oversensing. It was noted that this patient had not been seen in the clinic for approximately a year and canceled a few appointments. This patient has been in chronic atrial fibrillation (af). Technical services (ts) discussed options for interrogating to check left ventricular (lv) thresholds. Ts offered to continue to review with this health care professional (hcp) to compare with previous lv morphology in which this hcp declined. The hcp is going to bring this patient in to check thresholds. This device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted due to advisory/recall. The physician and this patient had a lengthy discussion in clinic about the advisory and the patients ability to maintain home monitoring. This patient is transitioning between home and assisted living and the family and physician made the decision to change out. A new device was implanted which remains in service. This device is expected to be returned and will be analyzed. No additional adverse patient effects were reported.